Manufacturer narrative:
B)(4).

Event description:
A patient in b)(6) was undergoing a dialysis treatment which included a polyflux 170h dialyzer. Reportedly, a dialysate leak was observed during treatment coming from the top of the dialyzer. Treatment was discontinued with a portion of the blood in the extracorporeal circuit returned to the patient. Treatment was restarted with new blood lines and dialyzer and the patient completed their scheduled dialysis treatment without further issues. The date of the event is unknown therefore the date of event is an estimated date.